Event description:
A caller reported encountering cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process. Following the reset, the cgm error did not reoccur, enabling the caller to successfully initiate their sensor session.